Event description:
A nurse reported that the customer was hospitalized for high bgs. It was indicated that the customer did not follow two consecutive high bg rule or follow the instructions for no delivery alarm and the bgs rose. Troubleshooting was performed. The pump passed the testing. The programming and the histories on the pump were accurate. Instructed the customer to change the site. The customer also has been bolusing to treat bgs.